Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was not pacing. The epg passed incoming testing. The epg was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use with a patient, the epg was not pacing on demand in a critical code situation. The epg was returned for service. No patient complications have been reported as a result of this event.